Manufacturer narrative:
No unexpected motor error alarms noted during testing. Unit passed displacement test, rewind test and basic occlusion test. Motor was tested outside of the unit and passed. Unable to prime during prime/delivery test due to faulty force sensor resistor. Insulin pump received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call that customer received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed four motor error alarms within the last month. Customer was advised that insulin pump would need to be replaced.